Manufacturer narrative:
B:5 additional information received; the treated aaa was 55mm in diameter as per the physician the patient has a migrated aneurx main body device without an endoleak, the cause of the event can not be determined and the patient will be monitored. There is now no complaint against the limbs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: iexch182285, serial/lot #: (B)(4), ubd: 19-may-2012, UDI#: (B)(4) ; product ID: ilxch1515115, serial/lot #: (B)(4), ubd: 04-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 10 years post the index procedure the patient phoned technical services to report that a recent MRI has demonstrated that their aaa stent graft has "slipped down". No additional information is available at this time. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.